Event description:
Reportedly, the screen of a smartview connect already paired displays 'technical problem'.

Manufacturer narrative:
Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was not reproduced, as normal functioning was observed and the message indicating ¿technical problem¿ did not appear on the screen. In addition, normal communication was observed, and pairing was successful with a reference pacemaker. - it can be suspected that the reported error message resulted from an incorrect date saved in the device memory, due to a configuration error during the reboot of the smartview connect. Normal configuration was restored at the next reboot of the device. - based on available data, no anomaly was identified on the subject smartview connect.

Event description:
Reportedly, the screen of a smartview connect already paired displays 'technical problem'.